Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that the libre sensor continues to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call in the initial report ((B)(6)) was deemed to be invalid upon extended investigation.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying the freestyle libre sensor and therefore being unable to monitor glucose levels. Customer experienced a seizure and weakness was seen at a hospital where he received insulin as treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "three days ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying the freestyle libre sensor and therefore being unable to monitor glucose levels. Customer experienced a seizure and weakness was seen at a hospital where he received insulin as treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.